Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002351 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the valve was damaged. When passing the ablator catheter through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, it showed abnormal material in its valve, similar to plastic. After removing the catheter to analyze the system with bubbles, the sheath valve was damaged and did not contain the blood leak. It was successfully exchanged for another. No delay due to the reported event. The procedure was completed successfully. No patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.